Manufacturer narrative:
Failure analysis for fiber (B)(4): the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; the beveled edge of the glass cap at the output window is off center; the glass cap can freely rotate within the metal cap; the metal cap is loose within the outer flow tubing; the metal cap adhesion location exhibits burnt glue; there is misalignment of the metal cap output window with the red stop sign of the outer flow tubing. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber began to continuously flash and then stopped working at 212,554 joules of use and 21:58 minutes . The method used to complete the procedure was not reported. Upon review of the fiber warranty form which was returned with the product, it was found that the case was completed using an alternate procedure (turp). Patient outcome: "no damages to the patient" - there was no injury reported.